Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced sharp pain in the bladder, mild tenderness in the legs, change in voiding stream, possible urinary tract infection, mild recurrent stress, urgency and urge incontinence, hypermobile urethra, right groin pain, dyspareunia, prolene stitch underneath the vaginal mucosa and right periurethral banding. A mesh revision was performed.